Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. Reportedly, after changing cartridge/site/set, patient continued to receive occlusion warnings. Patient reported that occlusion warning occurred during basal delivery regardless of whether connected to site or not. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/30/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/16/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of the black box data showed multiple occlusion alarms and the force was high at the time of the occurrences. On investigation, the pump powered up properly with the appropriate audible and vibratory alerts. The rewind/load/prime sequence was completed without alarms. The pump was exercised for 24 hours without incidents. A force sensor calibration test showed that the force sensor was detecting the correct force. Investigation was unable to reproduce the reported occlusion issue.